Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal end of the electrode was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead had high impedance. The lead was not used, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the lead had high impedance. The lead was not used, and another lead was used tocomplete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.